Event description:
Reporter indicated a vns patient underwent a generator replacement, due to end of service and a lead replacement due to a lead fracture. Further attempts for info are in progress. The explanted lead and generator have been requested for return.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.